Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead got damaged during dissection. Additional information obtained from field representative indicates that this lead was cut into two separate pieces. This lead was removed and will not be available for returned. New leas was replaced. No adverse patient effects were reported.